Manufacturer narrative:
Method: device history review; functional inspection; visual inspection; complaint history review; risk assessment; labeling review; additional document review results: the instrument fracture was a result of misalignment as advised against in the surgical technique, therefore the cause is user deviation from instructions. Conclusion: the root cause is misalignment/user deviation from instructions.

Event description:
The surgeon was removing a cervical plate and when he was backing out a screw the inner shaft on the revision driver broke. Just the tip of the driver broke and it was retained in the screw. The screw was then backed out with just the driver. No delay.